Event description:
New information notes that at a subsequent follow-up, non-sustained lead noise was observed. External interference was suspected. Programming changes were made. Patient conditon was stable.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Post-paced t-wave oversensing was observed on a non-sustained lead noise episode stored egm. No lead noise was observed. The patient did not receive therapy. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was successfully reprogrammed.

Event description:
New information received notes that during a subsequent follow-up, non-sustained lead noise has recurred due to oversensing of myopotentials. Additional programming changes were made. The device remains implanted.